Manufacturer narrative:
Due to the new information received in b.5., this record is not reportable. There will be no further reports sent. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the event occurred before the procedure started. There was no patient contact.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a pre-loaded device had a defective lens. The timing of the event and patient impact are unknown. Additional information has been requested.